Event description:
It was reported that a cartridge did not fit onto the pump. Subsequently the customer experienced an elevated blood glucose (bg) displayed as "high". A specific bg value was not provided. At the time of the call with customer technical support. The customer had not yet addressed the elevated bg level. A cartridge change was performed resolving the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.